Event description:
"Patient reported "a lump or thickening in or near the breast or in the underarm area", "hardening of the breast", "hard knots or lumps surrounding the implant or in the armpit", breast pain, and "ripples" against the right side device, with no treatment. Device remains implanted. Patient reported "a lump or thickening in or near the breast or in the underarm area", "hardening of the breast", "hard knots or lumps surrounding the implant or in the armpit", breast pain, and "ripples" against the left side device. Patient later reported via sus voluntary sus medwatch (mw5112442) health problems ever since having her silicone breast implants implanted. She states "from the beginning" she has experienced ongoing breast pain. She has also experienced capsular contracture, hair loss, brain fog, joint pain, and "was informed I have symptoms of bii" (breast implant illness). Reporter also states "I recently learned my implants were recalled," that breast implants can cause health problems, and she feels like "my whole body is changing." In approximately (B)(6) 2021, she noticed a lump in her left breast that resembled a "blackhead". On (B)(6) 2021 she had surgery to have this removed and was informed that it looked like a "cyst" and was not biopsied. Her left breast remained swollen, warm, and infected to the point that the wound could not be closed for "two months" and required home health care for wound management. She states she has contacted the manufacturer regarding the health problems she has experienced. Patient reported "implant infection." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and infection.